Manufacturer narrative:
The company rep examined the system, found signs of fluid ingress, and replaced the pressure vacuum manifold. The cautery was checked and found to meet specs. Preventive maintenance was performed; the latch seal and battery were replaced. The system was then tested and met all product specs. Root cause has not been determined. (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, the cautery would not work. An auxiliary cautery source was used to conclude the case. It was reported that there was no harm to the pt.